Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor will not power up. The pt was issued a replacement monitor and battery packs.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval, it was discovered that monitor had a defective component (c9). (B)(4). The defective c9 shorted the battery connector to ground, blowing the fuse of any battery pack inserted. The root cause of the defective capacitor cannot be positively identified, but most likely random component failure. Device eval of battery pack (B)(4) has been completed. The reported problem (will not power up monitor) has been confirmed. As received the battery would not communicate with a battery charger or monitor. The battery output voltage was 3.08 volts. The cause for the low output voltage cannot be positively identified, but was likely associated with the shorted battery connector within the monitor. Device eval of battery packs (B)(4) have been completed. The reported problem (will not power up monitor) has been confirmed. As received the batteries would not communicate with a battery charger or monitor. The cause for the non-functional batteries cannot be positively identified, but was likely associated with the shorted battery connector within the monitor. No adverse event resulted form the defective capacitor. The pt received a replacement monitor and replacement battery packs. Device MFR date: monitor (B)(4): 04/2011; battery pack (B)(4): 10/2009; battery pack (B)(4): 01/2011; battery pack (B)(4): 03/2011.